Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of a -9.0 diopter was intraoperatively implanted, removed, and replaced for a longer length lens due to a lens tear/break during injection/delivery into the patient's right eye (od), on (B)(6) 2023. Cause of the event is unknown. No patient injury was reported. The problem was resolved.